Manufacturer narrative:
The involved device was returned to the manufacturing facility in (B)(4) for evaluation. Thorough inspection and testing of the returned sample confirmed that there were no defects or anomalies and product performance specifications were met. There is no indication that the cause of the reported event was related to a device defect or malfunction based on the results of the returned sample evaluation. The labeling does address the potential for such an event in the instructions-for-use with statements such as: "align the green marker, which is located on the center of the compression balloon (large) to the puncture site and fix the belt on the wrist with the adjustable fastener." "Make sure the fastener is stable and not slanted." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the tr band leaked air after placement. The following information was provided by the user facility: hemostasis was unable to be achieved using the initial tr-band; a second tr band was placed to successfully achieve hemostasis; and there was no impact to the patient as a result of the event.